Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was low. The customer reported that it keeps telling blood glucose required and calibration required. The customer¿s blood glucose was 52mg/dl and corrected it with glucose tablets. The customer went up to 82mg/dl and then calibrated. The customer declined low blood glucose troubleshooting. The device will not be returned for analysis.